Event description:
Pt was burned from the grounding pad at the connector. It left a blister 1 1/2" diameter. Silvadene cream was prescribed. The procedure was a cyst removal from the back. The pad was placed on the pt's stomach. The staff does not feel the burn/blister is serious.